Event description:
Occurred during diagnostic laparoscopy with removal of left fallopian tube, ovary and appendix. Surgeon was using enseal temperature controlled tissue sealing device during the removal of the left fallopian tube and ovary, when the console showed a "default warning". Operating room staff performed troubleshooting per protocol, but the console continued to show "default warning." Surgeon had to stop procedure, remove enseal device from inside patient, and staff had to replace the handpiece device in order for console to reset and allow procedure to continue. Second enseal worked without problem and procedure completed with no further delay.